Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: on (B)(6) 2024, the nurse injected insulin to the patient, the operation was in accordance with the nursing specifications. During the process, it was found that there was no needle-npe in the disposable injection pen needle, resulting in injection failure. After the situation was discovered, a new injection needle of the same specification and batch was immediately replaced, and the incident did not happened again. The incident is an individual case and has been reported to the manufacturer. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. No supplementary information. Sample availability: yes sample availability details: picture/video only.